Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, spinal pain and non-malignant pain. The hcp reported that the patient was experiencing irritating pain at the pocket site with her ins¿ and had a pocket relocation on (B)(6) 2015. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the irritating pain that the patient was experiencing at their implantable neurostimulator (ins) site had been resolved. The hcp stated that the same generators were used during the ins revisions. No further complications were reported or anticipated.